Event description:
A customer contacted beckman coulter inc (bec) and reported that approximately 3-5ml of liquid diluent and clenz fluid leaked from around the bellows or pump assembly and under the coulter lh 500 hematology analyzer onto the counter top. The operator was wearing personal protective equipment (ppe), consisting of gloves at the time of the event. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The customer did not review the material safety data sheet (msds). There were no impact to patient results. No death or injury is associated with this event and there was no change to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched on (B)(6) 2012. The fse found the customer had cleaned up some dried white powdery spillage on the counter. The instrument had no evidence of a recent leakage. The fse performed a startup, ran a reproducibility cycle and also ran qc. There were sings of a leak. The failure mode of the leak is unknown. (B)(4).